Manufacturer narrative:
The device was received on (B)(6) 2011. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The device was programmed to deliver 500ml of 10% dextrose solution and the delivery was started. No specific programming was provided; however, the customer contact indicated the intended duration was 24 hrs. After an unspecified length of time, it was noted that the device had been delivering at a rate 500ml/hr. No specific details were provided regarding the pt's status. The device was removed from clinical service. During testing at the user facility, it was noted that the last programmed rate was 500ml/hr and that device displayed a volume infused (vi) of 484.7ml. The customer contact indicated that the device was programmed to deliver at a rate of 500ml/hr, instead of an intended vtbi (volume to be infused) of 500ml. At an unspecified time, the pt expired. An autopsy was performed; however, the customer declined to provide the results. Though requested, no additional info was provided.